Event description:
On 08/02/2022, zyno medical received a complaint from a user facility representative. An incident was reported that "there was a build up of pressure in the line and it caused the pump to spew opdivo into her eye." The device operator was a registered nurse. Medication being infused was opdivo. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.